Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative and postoperative diagnosis was right inguinal hernia with an umbilical hernia. The procedure performed was right inguinal herniorrhaphy with mesh and wrapping umbilical herniorrhaphy with mesh. The patient experienced surgical revision and recurrence.